Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (b)() 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch veroiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 6:45am on (B)(6) 2019, she obtained a blood glucose result on the subject meter of ¿262 mg/dl¿ which she considered too high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin: humalog (sliding scale) and 6 units of lantus at night. She reported that after obtaining the high result, at around 7am on (B)(6) 2019, she administered 10 units of humalog based on her sliding scale. She indicated that around 2-3 hours later, at 9am on (B)(6) 2019, she became ¿shaky¿. She reported that she self-treated her symptom by eating 1 date and 3 walnuts and at 9:15am on the same date, obtained a blood glucose result of ¿113 mg/dl¿ using another device. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also confirmed that her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shaky, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin based on a sliding scale.